Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy when their implantable cardioverter defibrillator (ICD) had detected an supra ventricular tachycardia (svt) as a ventricular tachycardia (vt). Patient was in svt and the discriminator "failed" and the patient received therapy. Reprogramming was completed and the device remains in use. No further patient complications have been reported as a result of this event.